Event description:
It was reported that during a patient's hip revision, the surgeon reamed the acetabular to a size 58mm. They opened the size 58mm acetabular revision shell and attached it to the bayonet as normal, inserted it into the patient (impaction) and released without issue. As the surgeon was addressing the stem for trialing, the revision shell came loose. The surgeon attempted to fit the revision shell to the bayonet again; however, they were unable to remove it from the bayonet when fitting. Due to this, the surgeon used a size 60mm instead. Surgery was delayed approximately 4 minutes with no harm to the patient.

Manufacturer narrative:
Investigation is in progress.